Manufacturer narrative:
(B)(4). Date sent: 5/6/2020. D4: batch # t5ew16. Device analysis: the analysis found that one pcee45a device was returned with no apparent damage and with a gst45t partially fired 1/10. The cartridge was not loaded on the device. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2020 batch #unk attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available. Device follow up please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sale rep about the device returning. No further information will be provided."

Event description:
It was reported that during a respiratory surgery, after the cartridge was loaded, the closing lever would not open when the nurse checked whether the jaws could open/close properly. When the sales rep received the device after surgery, it was found that the device had been locked out. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.